Event description:
Boston scientific crm received information that the patient with this right ventricular lead presented to the emergency room with chest swelling on his left side. Upon testing, loss of capture was noted and exit block was suspected. A chest x-ray was obtained and the lead had not dislodged. The pacemaker was programmed to aai mode since the patient had good conduction. No adverse patient effects were reported. The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.